Event description:
Customer reportedly obtained a result of 13.0 mmol/l on the advantage system while a professional device produced a result of 5.8 mmol/l. The tests were reportedly performed during back to back testing. No treatment information provided. No adverse event reported. Requested return suspect system and replacement was sent.